Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 28jan2021.

Event description:
The customer reported getting error message of vent blower temp too high. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out. The biomedical engineer ran the unit overnight and could not duplicate the reported problem. No repair and no part was replaced since no problem was found with the unit. The biomedical engineer reported that air inlet filter is not dirty. The unit passed all tests. The unit was returned back to service.